Event description:
It was reported that the cannula did not deploy during the activation process indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula deployed and needle retracted. The first priming sequence ran 46 pulses and then the device was deactivated by the user at pulse 56. The firing flat was in the expected vertical position for deployment. No housing or environmental seal damage was found. The needle mechanism was reset and deployed with no issue. Although no issues were noted with the needle mechanism, a root cause for the reported needle mechanism failure could not be determined. The exposed portion of the soft cannula was observed to be flattened and stretched. This was confirmed via out of specification measurement taken during investigation of the entire soft cannula length. Although damage was observed to the soft cannula, fluid was able to flow through the entire fluid path with no issue. The timing and cause of the stretched soft cannula could not be determined.